Event description:
Same case as 2134265-2014-08497, 2134265-2014-08493. It was reported that automatic pullback failure occurred. During intravascular ultrasound, a motor drive unit was used in conjunction with an opticross¿ imaging catheter to view the left anterior descending artery. It was noted during the procedure that the motor drive unit would not pullback. The procedure was completed by manual pullback. No patient complications were reported and patient's condition is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).